Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), pelvic infection ("infections"), autoimmune disorder ("auto-immune reaction to the device") and genital haemorrhage ("abnormal bleeding (general)") in a 29-year-old female patient who had essure (batch no. 968709(invalid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo the essure conformation test". The patient's medical history included parity 5 (4 full-term vaginal deliveries and one 36-week vaginal delivery), appendectomy in 2001, gestational diabetes, chlamydial infection, menarche, pap smear abnormal and rheumatoid arthritis. Previously administered products included for an unreported indication: azithromycin and erythromycin. Past adverse reactions to the above products included anaphylactic reaction with azithromycin; and hypersensitivity with erythromycin. Concurrent conditions included anxiety, nausea, vomiting, uterine bleeding and gastrointestinal ischemia. Family history included diabetes (mother), hypertension (mother), stroke (maternal grandmother), breast cancer (mother) and ovarian cancer (unspecified family member). Concomitant products included fluoxetine hydrochloride (prozac) since march 2016, hydrocodone bitartrate;paracetamol (norco), metronidazole (flagyl), oxycodone since december 2014 and zolpidem tartrate (ambien) since november 2017. On (B)(6) 2012, the patient had essure inserted. In august 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the first episode of dyspareunia ("dyspareunia"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In january 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with back pain and abdominal pain, 8 months 27 days after insertion of essure. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) with pelvic pain, autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)") and diarrhoea ("diarrhea"). The patient was treated with doxycycline and surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2016, hysterectomy with bilateral salpingectomy on (B)(6) 2016, total hysterectomy with bilateral salpingectomy on (B)(6) 2016 and total hysterectomy with bilateral salpingectomyon (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, vaginal haemorrhage, menorrhagia, pelvic infection, autoimmune disorder, genital haemorrhage, menstrual disorder, nausea, dysmenorrhoea, the last episode of dyspareunia, diarrhoea, depression and anxiety outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, diarrhoea, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, nausea, pelvic infection, pelvic inflammatory disease, vaginal haemorrhage, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: the left and right essure micro inserts were placed in the usual fashion with four coils visible on each side. Abdominal pain stopped shortly after removal. Diagnostic results: on an unspecified date, examination revealed: temperature 98.6. The abdomen is soft. She is mildly tender right lower quadrant pelvic scant amount white discharge noted. Non-foul. She was moderately tender over the right adnexal area. The left adnexa was less tender. Her ultrasound today revealed normal size uterus with right ovary 4.8 x 2.9 cm. Left ovary normal. Essure coils placed bilaterally in good position. On (B)(6) 2016, findings revealed small mobile ante verted uterus with no bilateral fallopian tubes and ovaries. Normal pelvis. Normal-appearing liver adnexal masses on eua. Normal pelvis. Normal-appearing uterus, grossly edge. Final pathologic diagnosis uterus and fallopian tubes, hysterectomy with bilateral salpingectomy. On (B)(6) 2012, doppler ultarsound - the endometrium appeared thickened measuring1.4 cm and should be correlated with patient stage her menstrual cycle. A small amount of free fluid was seen in the cul-de-sac. And adjacent to the left ovary a small of fluid wass seen in the endo cervical canal. The ovaries appeared normal amount of fluids seen in the endocardial canal. The ovaries appeared normal with normal arterial and venous flow. The appendix was not identified. On (B)(6) 2013, ultrasound test revealed pelvic inflammatory disease right lower quadrant pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received:concomitant medication were added.dpc code was added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), pelvic infection ("infections"), autoimmune disorder ("auto-immune reaction to the device") and genital haemorrhage ("abnormal bleeding (general)") in a 29-year-old female patient who had essure (batch no. 968709(invalid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo the essure conformation test". The patient's past medical history included parity 5 (4 full-term vaginal deliveries and one 36-week vaginal delivery), appendectomy in 2001, gestational diabetes, chlamydial infection, menarche, pap smear abnormal and rheumatoid arthritis. Previously administered products included for an unreported indication: azithromycin and erythromycin. Past adverse reactions to the above products included anaphylactic reaction with azithromycin; and hypersensitivity with erythromycin. Concurrent conditions included anxiety, nausea, vomiting, uterine bleeding and gastrointestinal ischemia. Family history included diabetes (mother), hypertension (mother), stroke (maternal grandmother), breast cancer (mother) and ovarian cancer (unspecified family member). Concomitant products included metronidazole (flagyl) and vicodin (norco). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 8 months 27 days after insertion of essure, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with back pain and abdominal pain. In (B)(6) 2015, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) with pelvic pain, autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), the first episode of dyspareunia ("dyspareunia"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)") and diarrhoea ("diarrhea"). The patient was treated with doxycycline, surgery (total hysterectomy with bilateral salpingectomyon (B)(6) 2016), surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2016), surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2016) and surgery (total hysterectomy with bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, vaginal haemorrhage, menorrhagia, pelvic infection, autoimmune disorder, genital haemorrhage, menstrual disorder, dysmenorrhoea, the last episode of dyspareunia and diarrhoea outcome was unknown. The reporter considered autoimmune disorder, diarrhoea, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, nausea, pelvic infection, pelvic inflammatory disease, vaginal haemorrhage, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: the left and right essure micro inserts were placed in the usual fashion with four coils visible on each side. Abdominal pain stopped shortly after removal. Diagnostic results: on an unspecified date, examination revealed: temperature 98.6. The abdomen is soft. She is mildly tender right lower quadrant pelvic scant amount white discharge noted. Non-foul. She was moderately tender over the right adnexal area. The left adnexa was less tender. Her ultrasound today revealed normal size uterus with right ovary 4.8 x 2.9 cm. Left ovary normal. Essure coils placed bilaterally in good position. On (B)(6) 2016, findings revealed small mobile ante verted uterus with no bilateral fallopian tubes and ovaries. Normal pelvis. Normal-appearing liver adnexal masses on eua. Normal pelvis. Normal-appearing uterus, grossly edge. Final pathologic diagnosis uterus and fallopian tubes, hysterectomy with bilateral salpingectomy. On (B)(6) 2012, doppler ultarsound - the endometrium appeared thickened measuring1.4 cm and should be correlated with patient stage her menstrual cycle. A small amount of free fluid was seen in the cul-de-sac. And adjacent to the left ovary a small of fluid wass seen in the endo cervical canal. The ovaries appeared normal amount of fluids seen in the endocardial canal. The ovaries appeared normal with normal arterial and venous flow. The appendix was not identified. On (B)(6) 2013, ultrasound test revealed pelvic inflammatory disease right lower quadrant pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is not-valid) incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), pelvic infection ("infections"), autoimmune disorder ("auto-immune reaction to the device") and genital haemorrhage ("abnormal bleeding (general)") in a 29-year-old female patient who had essure (batch no. 968709(invalid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo the essure conformation test". The patient's past medical history included parity 5 (4 full-term vaginal deliveries and one 36-week vaginal delivery), appendectomy in 2001, gestational diabetes, chlamydial infection, menarche, pap smear abnormal and rheumatoid arthritis. Previously administered products included for an unreported indication: azithromycin and erythromycin. Past adverse reactions to the above products included anaphylactic reaction with azithromycin; and hypersensitivity with erythromycin. Concurrent conditions included anxiety, nausea, vomiting, uterine bleeding and gastrointestinal ischemia. Family history included diabetes (mother), hypertension (mother), stroke (maternal grandmother), breast cancer (mother) and ovarian cancer (unspecified family member). Concomitant products included metronidazole (flagyl) and vicodin (norco). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), the first episode of dyspareunia ("dyspareunia"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2013, 8 months 27 days after insertion of essure, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with back pain and abdominal pain. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) with pelvic pain, autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)") and diarrhoea ("diarrhea"). The patient was treated with doxycycline, surgery (total hysterectomy with bilateral salpingectomyon (B)(6) 2016), surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2016), surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2016) and surgery (total hysterectomy with bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, vaginal haemorrhage, menorrhagia, pelvic infection, autoimmune disorder, genital haemorrhage, menstrual disorder, nausea, dysmenorrhoea, the last episode of dyspareunia, diarrhoea, depression and anxiety outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, diarrhoea, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, nausea, pelvic infection, pelvic inflammatory disease, vaginal haemorrhage, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: the left and right essure micro inserts were placed in the usual fashion with four coils visible on each side. Abdominal pain stopped shortly after removal. Diagnostic results: on an unspecified date, examination revealed: temperature 98.6. The abdomen is soft. She is mildly tender right lower quadrant pelvic scant amount white discharge noted. Non-foul. She was moderately tender over the right adnexal area. The left adnexa was less tender. Her ultrasound today revealed normal size uterus with right ovary 4.8 x 2.9 cm. Left ovary normal. Essure coils placed bilaterally in good position. On (B)(6) 2016, findings revealed small mobile ante verted uterus with no bilateral fallopian tubes and ovaries. Normal pelvis. Normal-appearing liver adnexal masses on eua. Normal pelvis. Normal-appearing uterus, grossly edge. Final pathologic diagnosis uterus and fallopian tubes, hysterectomy with bilateral salpingectomy. On (B)(6) 2012, doppler ultarsound - the endometrium appeared thickened measuring1.4 cm and should be correlated with patient stage her menstrual cycle. A small amount of free fluid was seen in the cul-de-sac. And adjacent to the left ovary a small of fluid wass seen in the endo cervical canal. The ovaries appeared normal amount of fluids seen in the endocardial canal. The ovaries appeared normal with normal arterial and venous flow. The appendix was not identified. On (B)(6) 2013, ultrasound test revealed pelvic inflammatory disease right lower quadrant pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new pfs received- psychological or psychiatric problems condition:depression and mental anguish were added. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), pelvic infection ("infections"), autoimmune disorder ("auto-immune reaction to the device") and genital haemorrhage ("abnormal bleeding (general)") in a 29-year-old female patient who had essure (batch no. 968709) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo the essure conformation test>". The patient's past medical history included parity 5 (4 full-term vaginal deliveries and one 36-week vaginal delivery), appendectomy in 2001, gestational diabetes, chlamydial infection, menarche, pap smear abnormal and rheumatoid arthritis. Previously administered products included for an unreported indication: azithromycin and erythromycin. Past adverse reactions to the above products included anaphylactic reaction with azithromycin; and hypersensitivity with erythromycin. Concurrent conditions included anxiety, nausea, vomiting, uterine bleeding and gastrointestinal ischemia. Family history included diabetes (mother), hypertension (mother), stroke (maternal grandmother), breast cancer (mother) and ovarian cancer (unspecified family member). Concomitant products included metronidazole (flagyl) and vicodin (norco). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 8 months 27 days after insertion of essure, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with back pain and abdominal pain. In december 2015, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) with pelvic pain, autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), the first episode of dyspareunia ("dyspareunia"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)") and diarrhoea ("diarrhea"). The patient was treated with doxycycline, surgery (total hysterectomy with bilateral salpingectomy (B)(6) 2016), surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2016), surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2016) and surgery (total hysterectomy with bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, vaginal haemorrhage, menorrhagia, pelvic infection, autoimmune disorder, genital haemorrhage, menstrual disorder, dysmenorrhoea, the last episode of dyspareunia and diarrhoea outcome was unknown. The reporter considered autoimmune disorder, diarrhoea, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, nausea, pelvic infection, pelvic inflammatory disease, vaginal haemorrhage, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: the left and right essure micro inserts were placed in the usual fashion with four coils visible on each side. Abdominal pain stopped shortly after removal. Diagnostic results: on an unspecified date, examination revealed: temperature 98.6. The abdomen is soft. She is mildly tender right lower quadrant pelvic scant amount white discharge noted. Non-foul. She was moderately tender over the right adnexal area. The left adnexa was less tender. Her ultrasound today revealed normal size uterus with right ovary 4.8 x 2.9 cm. Left ovary normal. Essure coils placed bilaterally in good position. On (B)(6) 2016, findings revealed small mobile ante verted uterus with no bilateral fallopian tubes and ovaries. Normal pelvis. Normal-appearing liver adnexal masses on eua. Normal pelvis. Normal-appearing uterus, grossly edge. Final pathologic diagnosis uterus and fallopian tubes, hysterectomy with bilateral salpingectomy. On (B)(6) 2012, doppler ultrasound - the endometrium appeared thickened measuring 1.4 cm and should be correlated with patient stage her menstrual cycle. A small amount of free fluid was seen in the cul-de-sac. And adjacent to the left ovary a small of fluid was seen in the endo cervical canal. The ovaries appeared normal amount of fluids seen in the endocardial canal. The ovaries appeared normal with normal arterial and venous flow. The appendix was not identified. On (B)(6) 2013, ultrasound test revealed pelvic inflammatory disease right lower quadrant pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events onset date updated. Event she did not undergo the essure conformation test> added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), pelvic infection ('infections') and autoimmune disorder ('auto-immune reaction to the device') in a 29-year-old female patient who had essure (batch no. 968709 -not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo the essure conformation test". The patient's medical history included appendectomy in 2001, parity 5 (4 full-term vaginal deliveries and one 36-week vaginal delivery), gestational diabetes, chlamydial infection, menarche, pap smear abnormal and rheumatoid arthritis. Previously administered products included for an unreported indication: azithromycin and erythromycin. Past adverse reactions to the above products included anaphylactic reaction with azithromycin; and hypersensitivity with erythromycin. Concurrent conditions included anxiety, nausea, vomiting, uterine bleeding and gastrointestinal ischemia. Family history included diabetes (mother), hypertension (mother), stroke (maternal grandmother), breast cancer (mother) and ovarian cancer (unspecified family member). Concomitant products included antibiotics, fluoxetine hydrochloride (prozac) since march 2016, hydrocodone bitartrate;paracetamol (norco), oxycodone since (B)(6) 2014, paracetamol (acetaminophen) since (B)(6) 2012 and zolpidem tartrate (ambien) since november 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), the first episode of dyspareunia ("dyspareunia"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with back pain and abdominal pain, 8 months 27 days after insertion of essure. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) with pelvic pain, autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)"), diarrhoea ("diarrhea"), bladder disorder ("bladder / urinary problems"), urinary tract disorder ("bladder / urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with doxycycline and surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2016, hysterectomy with bilateral salpingectomy on (B)(6) 2016, total hysterectomy with bilateral salpingectomy on (B)(6) 2016 and total hysterectomy with bilateral salpingectomyon (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, pelvic infection, autoimmune disorder, menstrual disorder, nausea, dysmenorrhoea, the last episode of dyspareunia, diarrhoea, depression and anxiety outcome was unknown and the vaginal haemorrhage, menorrhagia, genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered anxiety, autoimmune disorder, bladder disorder, cystitis, depression, diarrhoea, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, nausea, pelvic infection, pelvic inflammatory disease, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: the left and right essure micro inserts were placed in the usual fashion with four coils visible on each side. Abdominal pain stopped shortly after removal. Diagnostic results: on an unspecified date, examination revealed: temperature 98.6. The abdomen is soft. She is mildly tender right lower quadrant pelvic scant amount white discharge noted. Non-foul. She was moderately tender over the right adnexal area. The left adnexa was less tender. Her ultrasound today revealed normal size uterus with right ovary 4.8 x 2.9 cm. Left ovary normal. Essure coils placed bilaterally in good position. On (B)(6) 2016, findings revealed small mobile ante verted uterus with no bilateral fallopian tubes and ovaries. Normal pelvis. Normal-appearing liver adnexal masses on eua. Normal pelvis. Normal-appearing uterus, grossly edge. Final pathologic diagnosis uterus and fallopian tubes, hysterectomy with bilateral salpingectomy. On (B)(6) 2012, doppler ultarsound - the endometrium appeared thickened measuring 1.4 cm and should be correlated with patient stage her menstrual cycle. A small amount of free fluid was seen in the cul-de-sac. And adjacent to the left ovary a small of fluid was seen in the endo cervical canal. The ovaries appeared normal amount of fluids seen in the endocardial canal. The ovaries appeared normal with normal arterial and venous flow. The appendix was not identified. On (B)(6) 2013, ultrasound test revealed pelvic inflammatory disease right lower quadrant pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), pelvic infection ('infections') and autoimmune disorder ('auto-immune reaction to the device') in a 29-year-old female patient who had essure (batch no. 968709(not valid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo the essure conformation test". The patient's medical history included appendectomy in 2001, parity 5 (4 full-term vaginal deliveries and one 36-week vaginal delivery), gestational diabetes, chlamydial infection, menarche, pap smear abnormal and rheumatoid arthritis. Previously administered products included for an unreported indication: azithromycin and erythromycin. Past adverse reactions to the above products included anaphylactic reaction with azithromycin; and hypersensitivity with erythromycin. Concurrent conditions included anxiety, nausea, vomiting, uterine bleeding and gastrointestinal ischemia. Family history included diabetes (mother), hypertension (mother), stroke (maternal grandmother), breast cancer (mother) and ovarian cancer (unspecified family member). Concomitant products included antibiotics, fluoxetine hydrochloride (prozac) since (B)(6) 2016, hydrocodone bitartrate;paracetamol (norco), oxycodone since (B)(6) 2014, paracetamol (acetaminophen) since (B)(6) 2012 and zolpidem tartrate (ambien) since (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), the first episode of dyspareunia ("dyspareunia"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with back pain and abdominal pain, 8 months 27 days after insertion of essure. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) with pelvic pain, autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)"), diarrhoea ("diarrhea"), bladder disorder ("bladder / urinary problems"), urinary tract disorder ("bladder / urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with doxycycline and surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2016, hysterectomy with bilateral salpingectomy on (B)(6) 2016, total hysterectomy with bilateral salpingectomy on (B)(6) 2016 and total hysterectomy with bilateral salpingectomyon (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, pelvic infection, autoimmune disorder, menstrual disorder, nausea, dysmenorrhoea, the last episode of dyspareunia, diarrhoea, depression and anxiety outcome was unknown and the vaginal haemorrhage, menorrhagia, genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered anxiety, autoimmune disorder, bladder disorder, cystitis, depression, diarrhoea, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, nausea, pelvic infection, pelvic inflammatory disease, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: the left and right essure micro inserts were placed in the usual fashion with four coils visible on each side. Abdominal pain stopped shortly after removal. Diagnostic results: on an unspecified date, examination revealed: temperature 98.6. The abdomen is soft. She is mildly tender right lower quadrant pelvic scant amount white discharge noted. Non-foul. She was moderately tender over the right adnexal area. The left adnexa was less tender. Her ultrasound today revealed normal size uterus with right ovary 4.8 x 2.9 cm. Left ovary normal. Essure coils placed bilaterally in good position. On (B)(6) 2016, findings revealed small mobile ante verted uterus with no bilateral fallopian tubes and ovaries. Normal pelvis. Normal-appearing liver adnexal masses on eua. Normal pelvis. Normal-appearing uterus, grossly edge. Final pathologic diagnosis uterus and fallopian tubes, hysterectomy with bilateral salpingectomy. On (B)(6) 2012, doppler ultarsound - the endometrium appeared thickened measuring1.4 cm and should be correlated with patient stage her menstrual cycle. A small amount of free fluid was seen in the cul-de-sac. And adjacent to the left ovary a small of fluid wass seen in the endo cervical canal. The ovaries appeared normal amount of fluids seen in the endocardial canal. The ovaries appeared normal with normal arterial and venous flow. The appendix was not identified. On (B)(6) 2013, ultrasound test revealed pelvic inflammatory disease right lower quadrant pain. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event bladder/urinary tract disorder added, outcome for bleeding and bladder/urinary tract disorder updated. On 9-jan-2020: no new information received. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), pelvic infection ("infections"), autoimmune disorder ("auto-immune reaction to the device") and genital haemorrhage ("abnormal bleeding (general)") in a 29-year-old female patient who had essure (batch no. 968709) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 5 (4 full-term vaginal deliveries and one 36-week vaginal delivery), appendectomy in 2001, gestational diabetes, chlamydial infection, menarche, pap smear abnormal and rheumatoid arthritis. Previously administered products included for an unreported indication: azithromycin and erythromycin. Past adverse reactions to the above products included anaphylactic reaction with azithromycin; and hypersensitivity with erythromycin. Concurrent conditions included anxiety, nausea, vomiting, uterine bleeding and gastrointestinal ischemia. Family history included diabetes (mother), hypertension (mother), stroke (maternal grandmother), breast cancer (mother) and ovarian cancer (unspecified family member). Concomitant products included metronidazole (flagyl) and vicodin (norco). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 8 months 27 days after insertion of essure, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with back pain and abdominal pain. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required) with pelvic pain, autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), the first episode of dyspareunia ("dyspareunia"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)") and diarrhoea ("diarrhea"). The patient was treated with doxycycline, surgery (total hysterectomy with bilateral salpingectomyon (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, vaginal haemorrhage, menorrhagia, pelvic infection, autoimmune disorder, genital haemorrhage, menstrual disorder, dysmenorrhoea, the last episode of dyspareunia and diarrhoea outcome was unknown. The reporter considered autoimmune disorder, diarrhoea, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, nausea, pelvic infection, pelvic inflammatory disease, vaginal haemorrhage, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: the left and right essure micro inserts were placed in the usual fashion with four coils visible on each side. Diagnostic results: on an unspecified date, examination revealed: temperature 98.6. The abdomen is soft. She is mildly tender right lower quadrant pelvic scant amount white discharge noted. Non-foul. She was moderately tender over the right adnexal area. The left adnexa was less tender. Her ultrasound today revealed normal size uterus with right ovary 4.8 x 2.9 cm. Left ovary normal. Essure coils placed bilaterally in good position. On (B)(6) 2016, findings revealed small mobile ante verted uterus with no bilateral fallopian tubes and ovaries. Normal pelvis. Normal-appearing liver adnexal masses on eua. Normal pelvis. Normal-appearing uterus, grossly edge. Final pathologic diagnosis uterus and fallopian tubes, hysterectomy with bilateral salpingectomy revealed cervix: endo cervical 9landular and ecto cervical squamous mucosa without pathologic abnormality - endometrium: secretory phase endometrial glands, negative for hyperplasia, atypia or malignancy. Myometrium: mature smooth muscle without pathologic abnormality. Bilateral fallopian tubes: complete cross-section of bilateral fallopian tubes. Gross description: labeled: physician, uterus, cervix and bilateral fallopian tubes" and date of birth specimen: intact hysterectomy specimen with attached cervix and detached bilateral fallopian tubes received in: formalin specimen integrity: intact hysterectomy specimen weight: 138 g uterine corpus: 9.4 cm (fundus to cervix) by 6.0 cm (cornu to cornu) by 5.0 cm (anterior to posterior). Covering the piriform-shaped uterine body is smooth pink-tan serosa. Cervix: 3.5 cm in length by 3.1 cm in diameter. The ecto cervical mucosa is pink-tan and smooth, and there is a centrally located 0.6 cm os. Endometrium: 4.5 cm in length by 2.4 cm in width endometrial cavity lined with smooth red-tan endometrium which is up to 0.7 cm in thickness myometrium: pink-tan, smooth and up to 2.2 cm in thickness right ovary: not present left ovary: not present bilateral fallopian tubes: two smooth pinktan fabricated fallopian tubes measuring 5.4 cm and 5.1 cm in length and both averaging 0.5 cm in diameter. Sectioning of both fallopian tubes reveals a patent lumen. Other findings: none. Representative sections are submitted in cassettes (rs16-2571 a1-a5). A1- cervix, a2- anterior endo myometrium, a3- posterior endo myometrium, a4- shorter fallopian tube and a5- longer fallopian tube. On (B)(6) 2012, doppler ultarsound scan revealed 2d gray sole, color and duplex doppler ultrasound imaging obtained thorough the pelvis. Transvaginal imaging was performed for better evaluation of the endometrium and adnexa. Finding/ impression: the uterus measured 10.9x5.5x7.2 cm. The endometrium appeared thickened measuring1.4 cm and should be correlated with patient stage her menstrual cycle. A small amount of free fluid was seen in the cul-de-sac and adjacent to the left ovary a small of fluid wass seen in the endo cervical canal. The ovaries appeared normal amount of fluids seen in the endocardial canal. The ovaries appeared normal with normal arterial and venous flow. The appendix was not identified. On (B)(6) 2013, ultrasound test revealed pelvic inflammatory disease right lower quadrant pain. Patient is awaiting culture results from the emergency room. Prescription given today for norco 5/32(5, 1-2 every 6 hours as needed far pain, quantity, no refills: she was also given ibuprofen 800 mg 3 times daily, quantity #90. Patient instructed to return to urgent care if not improving over the next 48-72 hours. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 26-feb-2018: new events added - abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), diarrhea, pelvic inflammatory disease with symptom pain abdominal would occasionally radiate out to her right back and flank region. Diagnosed as pelvic inflammatory disease. Historical conditions, concomitant diseases, concomitant drugs, lot no and lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("infections"), autoimmune disorder ("auto-immune reaction to the device"), menstrual disorder ("menstruation issues") and dyspareunia ("dyspareunia") in a female patient who received essure for female sterilization. In (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and clinically significant/intervention required) with pelvic pain, autoimmune disorder (seriousness criterion medically significant), menstrual disorder (seriousness criteria medically significant and clinically significant/intervention required) and dyspareunia (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (total hysterectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic infection, autoimmune disorder, menstrual disorder and dyspareunia outcome was unknown. The reporter considered pelvic infection, autoimmune disorder, menstrual disorder and dyspareunia to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced infections(seen as pelvic infection), menstruation issues, dyspareunia and acquired auto-immune reaction to the device. A hysterectomy to remove micro-inserts was performed, around 4 years after insertion. All events reported are serious due to medical significance and anticipated in the reference safety information for essure. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. In this particular case, consumer experienced pelvic infection after insertion. Considering essure localization in fallopian tubes and plausible temporal relationship, causality cannot be excluded. Regarding menstruation issues and dyspareunia, since these events may occur during essure use causality cannot be excluded. Regarding event, acquired auto-immune reaction to the device, interpreted as autoimmune disorder, given essure mechanical action in fallopian tubes and pathophysiology of auto immune disorder causality can be excluded. This case was regarded as incident since device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 2-mar-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced infections(seen as pelvic infection), menstruation issues, dyspareunia and acquired auto[?]immune reaction to the device. A hysterectomy to remove micro-inserts was performed, around 4 years after insertion. All events reported are serious due to medical significance and anticipated in the reference safety information for essure. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. In this particular case, consumer experienced pelvic infection after insertion. Considering essure localization in fallopian tubes and plausible temporal relationship, causality cannot be excluded. Regarding menstruation issues and dyspareunia, since these events may occur during essure use causality cannot be excluded. Regarding event, acquired auto-immune reaction to the device, interpreted as autoimmune disorder, given essure mechanical action in fallopian tubes and pathophysiology of auto immune disorder causality can be excluded. This case was regarded as incident since device removal was required. The product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.